Event description:
It was reported that a representative called to indicate that the insertable cardiac monitor (icm) device was already at recommended replacement time when it was implanted and connected to the clinic mobile monitor for implant measurements. The icm device was not used, and a new icm device was successfully implanted instead. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.